Event description:
It was reported that the patient's internal device had migrated. Revision surgery was performed in 2000 during which the device was relocated to original mastoid recess location. The device remains implanted.